Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, cracked case near reservoir window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. No moisture damage noted on electronic assy. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 6.9 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.